Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure for incontinence on an unknown date and mesh was implanted. The patient has experienced multiple problems including vaginal erosion. The patient underwent mesh removal on an unknown date, but is still unable to have intercourse. The patient reported that she suffers with severe depression due to the multiple things that the mesh has triggered including hashimoto disease, fibromyalgia, crps, sciatica and skin problems. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.